Event description:
It was reported that a leak occurred from beneath the white band that connected the infusion lines of the paclitaxel vented set. The event occurred after the solution was prepared during priming. The nurse indicated that upon lifting of the bottle a leak was noted from the white upper band before the first clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph and video of the sample was provided for evaluation. Inspection of the photograph and video verified the reported condition as a leak between the bushing and tubing was identified due to a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an operator error during assembly of the device related to the solvent application process. To address this condition, a retraining of all operators manually performing this step was completed. Should additional relevant information become available, a supplemental report will be submitted.